Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to instability; (left). Mpo patella was implanted and the poly was swapped out for another double high (14mm). Component not revised: kftcnp4l, 01516226 1; ktccnp40, 085265745 1; cell count taken, culture taken.